Event description:
The customer reported that during monitoring the device displayed a message stating that the device was going to restart. The message was acknowledged by the users and the device continued to operate. There was no reported adverse patient impact.

Manufacturer narrative:
(B)(4) .